Event description:
It was reported prior to a gastric bypass the 4-40 stud broke on the handpiece. The customer swapped the handpiece with another handpiece and the dr completed the case with no pt consequence.